Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered an audible alert for electromagnetic interference. The device remains in use and it was suggested that an investigation occur to determine the source of the magnet alert. No patient complications have been reported as a result of this event.